Event description:
It was reported that during implant of the lead the right ventricle was perforated. The patient became hypotensive, an echocardiogram was performed and an effusion was confirmed. The lead was removed and the procedure was abandoned. The patient's pressure stabilized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).